Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing 61-70 balloon was changed for a 71-80 due to unspecified reasons. No information was provided about the patient's outcome. No more information available at the moment. Should additional information become available, it will be provided.